Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred during therapy initiated on (B)(6) 2013 00:55:20. During night drain cycle four, the patient's ultrafiltration reading was 1274ml, indicating the home patient (hp) drained 1274ml more than their maximum programmed fill volume of 2000ml. No additional information is available.

Manufacturer narrative:
(B)(4). The device was evaluated and the reported event was confirmed through the review of the event history logs. The cause of the reported issue was determined to be a false empty detect and a use error further described as the minimum drain volume percent was set too low. The homechoice apd systems trainer's guide provides a warning "if you set the minimum drain volume % too low, an incomplete drain could result for the patient. This could result in an increased intraperitoneal volume (iipv) situation." A review of the label for the product family will be conducted. Should relevant additional information become available, a follow-up report will be submitted.